Event description:
At approximately 17:30 hours it was observed that the anesthesia machine was not ventilating the patient properly. The patient's saturation rate was dropping to a critical level. The attending anesthesiologist attempted to manually bag the patient. He was successful only by keeping the "oxygen flush" button depressed to maintain adequate pressure in the breathing circuit. The attending nurse in an attempt to determine the problem, observed that there was an excessive amount of leakage in and around the connection to the inspiratory and expiratory ends of the breathing circuit. The anesthesia machine was ultimately replaced with another machine and the procedure was completed. The patient was transported to the critical care unit on a ventilator. The patient was succesfully extubated the next day. Upon inspection of the defective anesthesia machine, it was determined that the absorber housing had been broken at the location where the bag mount is affixed. A crack was present along the bottom center of the assembly and reached up both sides around the bag mount port. Further investigation and interview with staff failed to shed any light on to what may have caused the absorber assembly to be damaged. It was noted that the machine had recently been removed from the room while the floor was being re-finished. One of two possibilities may have caused the damage. First, the machine may have been damaged while being moved. Second a hydraulic surgical table may have been elevated against the bottom of the curved bag arm tube. The location and nature of the crack in the absorber assembly indicates that the surgical table elevation is the most likely cause. The broken absorber assembly was replaced and the machine was deemed safe to use by qualified technical personnel. The damaged part was returned to the manufacturer for a damage assessment.